Manufacturer narrative:
.

Event description:
An implant card was received indicating that the patient underwent generator replacement on (B)(6) 2013. It was reported that the generator was explanted and will not be returned to manufacturer for analysis.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient has noticed having drop seizures more often and with no warning. It was noted that the patient previously had warning with the drop seizures. It was reported that the patient is experiencing 1-2 seizures a night at home along with daily seizures at school. Clinic notes dated (B)(6) 2013 note that the patient experiences 1-3 seizures a day and note vns battery change. Surgery is likely; however, has not occurred to date.

Manufacturer narrative:
Describe event or problem, corrected information: the initial MDR inadvertently did not include information that the increased seizure frequency that began in (B)(6) 2013 was below the pre-vns seizure frequency baseline. Additionally, an interrogation of the generator performed prior to generator replacement revealed that the battery status was set to ifi ¿ yes.

Event description:
Analysis of the generator was completed. The reported ifi=yes condition was duplicated. Electrical test results showed that the pulse generator module performed according to functional specifications. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Suspect device explant date, corrected data: the supplemental report #1 inadvertently reported the incorrect date.